Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate by one day. The customer did not know how the pump time became inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer's bg was 419-596 mg/dl. Customer adjusted the pump time to be accurate and changed the pump supplies to address the reported occlusion alarms.